Event description:
It was reported that the patient underwent a spinal surgical procedure. Three days post-op, the patient underwent a revision surgery due to poor rod placement. The patient got an infection three days after the revision surgery. The patient underwent a second revision to remove the products.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.